Event description:
Caller states the pt tested >8.0 inr on the coaguchek system and 4.9 inr on a comparison lab. Warfarin as decreased based on device result; however, no adverse event reported. Requested return of suspect system and replacement was sent.